Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Upon resuming insulin therapy, it was reported that a minimum fill notifications occurred after the user filled the cartridge with 140 units of insulin. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose was 350 mg/dl.